Manufacturer narrative:
The pod was received in the deployed state. The download data contained no timeouts, drive stalls, rotational sensor errors, or hazard alarms, indicating the pod functioned as intended. The pod completed first and second prime. No bolus delivery was observed in the data. The needle mechanism was manually reset to the not deployed state and then was manually set to the deployed position. No issues were observed in resetting the needle mechanism. Inspection of the needle mechanism assembly found no damages or manufacturing deficiencies that would result in the needle deploying early. It could not be determined what caused the needle to deploy early.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the needle deployed the cannula early. The patient did not provide any blood glucose values. As treatment the patient replaced the pod.